Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 2 years 5 months post implant of this bioprosthetic valve, the valve was explanted and replaced with the same model and size due to pseudoaneurysm. The physician reported there was no problem with the valve leaflets. The pseudoaneurysm was pushing on the root causing aortic insufficiency. No adverse patient effects were reported and the patient is recovering well.